Event description:
It was reported that during a case of sudden cardiac arrest (sca) the autopulse did not begin compressions in the correct way and could not be used. User advisory message ua7 (discrepancy between load 1 and load 2 too large) was in the display and restarting the system was not possible. This autopulse has had some issues before, mainly with the batteries. Use during sudden cardiac arrest has been unsuccessful due to low capacity on the batteries and unit has stopped working during treatment. No add'l info was provided.

Manufacturer narrative:
The autopulse device was returned to the MFR on (B)(4) 2011 and analyzed. Visual inspection was performed and it was observed that there was no damage to the external components of the device. The unit passed functional testing and final qa inspection. Review of the archive data indicated that the device had issued multiple user advisory messages including: ua07 (discrepancy between load 1 and load 2 too large), ua 13 (battery fault detected), ua 44 (battery voltage too low during compressions). The most probable root cause associated with the customer's reported issue of unit displaying ua 07 is due to a defective load cell module and/or pt movement during operation. While the system issued multiple user advisory messages, it is believed based on archive data that some batteries were not properly maintained or test cycled, which can lead to low power output and cause the autopulse device to stop prematurely. No batteries were returned for eval.